Event description:
This is a report of a caregiver (cg) who did not follow therapy steps during peritoneal dialysis therapy. The cg stated that they saw air bubbles in the patient line, and had not verified that the line was completely primed before connecting the patient to the setup. The technical services representative reviewed proper procedures with the cg and advised the cg to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected to the setup before it was verified that the patient line was properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.